Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 29 mg/dl. The customer treated with apple juice and declined troubleshooting for the low because she already knew the cause of it. The customer also mentioned that her brand new insulin pump kept alarming every ten minutes and she did not know why. It was discovered that the beeping was coming from her old insulin pump nearby, and that the old insulin pump was fully rewound and waiting for the tubing to be filled. No products were returned or replaced.